Event description:
The customer reported when they tried to increase the screen size while using the vl during a training exercise, tempus displayed "tempus has detected an error. Please shut down and restart." The customer says they were able to recreate the issue four times during training. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is in progress.

Manufacturer narrative:
This report is based on information provided by philips repair service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that video has issues with display (enlarge) when vl is plugged. Error appears, to shut down and restart when the vl plugged in. The service team have reviewed the tempus pro device in relation to the vl issue and confirmed that the issue is not limited to this device but may affect any tempus pro device using the vl. This failure mode was escalated to r&d for additional investigation. The primary root cause was identified as inadequate software verification and validation. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The investigation concludes that no further action is required at this time.